Event description:
It was reported that sharps coll side entry 5.4qt red lid does not stay closed. This occurred on 6 occasions. The following information was provided by the initial reporter: material no.: 305443 batch no.: 0357920. It was reported the lids do not stay closed well and the tops pop open.

Manufacturer narrative:
H6: investigation summary two samples were received and tested by our quality team and then sent to the supplier facility. The lids were functionally tested and no issue was realized. The lids locked in place and when sealed could not be reopened. This is proper function and the lids were shown to be correct with the lot mentioned. According to the DHR review process, the result showed there were no issues reported like lid will not shut/ lid broken during the manufacturing process of the lot 0357920 reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut/lid broken issue for the same part number throughout the last twelve months. Without further information like a sample that can be tested and proven defective, the root cause remains unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll side entry 5.4qt red lid does not stay closed. This occurred on 6 occasions. The following information was provided by the initial reporter: material no.: 305443 batch no.: 0357920. It was reported the lids do not stay closed well and the tops pop open.